Event description:
Baxter service performed accuracy testing on this pump. Testing indicated an overinfusion, reading recorded 52 ml. Pass range for this device is 48.5 ml to 51.5 ml. Although requested, no additional information has been obtained on this report. No patient involvement has been reported.

Manufacturer narrative:
This report is being resubmitted in accordance with instructions from FDA to address a manufacturer report sequence number issue that occurred when this MDR or supplement was originally submitted to the FDA on feb 07 2007.device was sent to baxter for a reported issue of flange alarm malfunction. During service at baxter's repair facility accuracy testing was performed. Accuracy test results were 52ml. Pass range for accuracy on this device is 48.5ml to 51.5ml.appropriate repairs have been made to this device and device has been returned to the customer.